Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: at what firing did the device not open? Was buttressing material being used? Was the procedure changed due to the having to be cut off the tissue? Has the surgeon used the device before? Has the surgeon been instructed on how to open the device with the manual lever? What is the patient¿s current condition?

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60w cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lung resection procedure, the device was stuck on tissue. Surgery was prolonged, had to cut the device out. No details at this point. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:at what firing did the device not open? 2nd firing.was buttressing material being used? No.was the procedure changed due to the having to be cut off the tissue? Surgeon used another stapler.has the surgeon used the device before? Yes.has the surgeon been instructed on how to open the device with the manual lever? Yes.what is the patient¿s current condition? Patient is doing well.